Manufacturer narrative:
Investigation summary: it was reported the syringe stopped advancing. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap, the plunger rod-rubber stopper at the 4ml mark and has a reddish solution. No defects or imperfections were observed. The sample was then tested for sustaining force which is the force applied to the plunger rod while moving downwards when expelling the saline solution. The result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 1019579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. We are monitoring the silicone dispersion to confirm consistency in our process and products.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: flushing pt's cvc line with bd posiflush syringe and syringe stopped advancing; writer unable to complete flush but could aspirate. 4ml left in syringe. Material no: 306575; batch no: 1019579. Date of incident: (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Who was affected? Patient. Device name/description: syringe saline 0.9% flush 10ml sp.